Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) by ambulance with blood glucose (bg) values that dropped to 43 mg/dl and then later jumped up to 300 mg/dl. The patient had no taste, no smell, shaking, had a headache and was having hallucinations. For treatment, the patient was put on a intravenous (IV) treatment and diagnostic test were conducted.. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 3 hours. It should be noted that the patient was suffering from covid-19.